Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: leaking at end of hub.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. The visual inspection of the returned unit was performed which consisted of the catheter adapter assembly and a miscellaneous extension tubing with needless connectors. The adapter and connection device did not reveal any damage or defects that would indicate leakage. The catheter adapter assembly was then tested for leakage where no leakage was observed. The catheter adapter assembly was then connected to the extension tubing and testing for leakage in the event the defect is between the two devices or the extension tubing. Again, no leakage was observed. The defect as stated in the report was not confirmed based on evaluation of the returned unit. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced leakage. The following information was provided by the initial reporter: leaking at end of hub.